Manufacturer narrative:
The MFR evaluated the handpiece and the device failed for temperature rise from the spindle housing. Upon disassembly, the driveshaft assembly and spindle housing were confirmed to be damaged and were replaced.

Event description:
The drill was sent in for repair due to an overheating error on the console when the drill was plugged in. No adverse consequence was associated with the event. The procedure was completed successfully with another device w/o any procedure delays.